Manufacturer narrative:
Technical services provided the customer with the appropriate part number for a replacement caster. Viking mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking mobile lift gives a flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. The customer will replace the caster to resolve the reported issue. Based on this information, no further actions are required a tis time. Although there was no adverse event reported, if the reported incident were to recur during a patient transfer, it could lea to serious injury or death therefore, baxter is reporting this malfunction.

Event description:
A company representative - service personnel contacted technical service to report that viking mobile lift caster came off. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.